Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent distal section failed to open and was damaged. The patient with a history of stage 2 hypertension was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right middle cerebral artery aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. The landing zone arterial diameter was 2.2 mm distally and 3.2 mm proximally with an estimated deployment length of 16 mm. The aneurysm is located in the anterior aspect of the bifurcation of the right middle cerebral artery (m1 segment), distal to the relatively large lenticulostriate artery. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as right middle cerebral artery aneurysm. The stent was delivered distal to the mca bifurcation, with its tip positioned at the the mca bifurcation. Upon withdrawing the marksman microcatheter to deploy the stent¿after approximately 6 mm had been deployed¿the stent assumed a fusiform shape, and its tip failed to open. The surgeon continued to deploy the stent for another 3 mm, yet it still failed to open. The surgeon then pushed the stent guidewire to apply tension, but the stent remained unopened. Mindful of the need to avoid having the proximal anchoring point of the stent cover the lenticulostriate arteries, the surgeon opted against a complete retraction maneuver; instead, the decision was made to recapture and redeploy the stent. Following the redeployment attempt, the same issue recurred. Prioritizing surgery safety, the surgeon resheathed the stent and withdrew both the stent and the microcatheter together. Upon pushing out a portion of the stent outside the body, it was discovered that the tip had become deformed and kinked. To ensure patient safety, the surgeon replaced the device with a ped2-250-14 stent, re-established vascular access, and proceeded to successfully complete the procedure in accordance with the original surgical plan, achieving successful deployment. Immediate stagnation within the aneurysm. Following the procedure, the patient remained awake, alert, and articulate. The surgery was then concluded.. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  It was reported that the pipeline was used for an approved indication (on-label).  The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included marksman (fa-55150-1030 lot 229053531).